Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately calcified superficial artery. Following implantation of a 7x15mm non-bsc stent, a 5.0mmx150mmx150cm sterling¿ balloon catheter was advanced to post-dilate the lesion. Upon first inflation at 10 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).